Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that 10% of the patient's tremors were coming back, noting this started at least a year and a half ago. The patient was going to have someone look at the programming when he gets the next ins. The patient mentioned that the left ins was the closest to reaching 2.6v, noting that in the beginning, it took a while for it to drop voltage then it began to speed up, then stabilized. It was dropping at a rate of a tenth of a volt every two weeks. The patient mentioned there had been no programming changes but ins was expected to decrease overtime. The patient was advised to contact his healthcare professional (hcp) to do a longevity estimate and discuss symptoms.